Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code).

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "the scope had no image after connecting to light source. After connecting to light source, it says check #12. The unit did not fail leak test" involving pentax model eg-2990i/ (B)(4). No further information was provided at the time of the report. The device was returned to pentax for evaluation. Pentax has made 3 good faith effort attempts to collect additional information from the facility. No further information was received. Pentax service inspectional findings included: leak at biopsy channel (large/ primary) inlet side, fluid invasion in control body, distal body chip at channel opening at thinnest part, insertion tube buckles at end of root brace, primary operation channel resistance, fluid invasion in umbilical light guide cable, shield cover corroded, failed dry leak test, pve electrical connector frame has severe corrosion, endoscope failed electrical safety test - plct, failed wet leak test, image blackout, fluid invasion in segment section, fluid invasion in pve connector, hole in # 2 remote control button cover, bending rubber pinhole, fluid invasion to insertion tube, suction function not performed unit compromised, rubber trim collar severe cut, #3 remote control button not working, 2 remote control button not working, #1 remote control button not working, bending rubber leak at middle section, control body mild corrosion inside, zoom lever switch is not functioning, down connecting receptacle cracked at angle wire side, down connecting receptacle cracked at angle wire side, control body frame based plate screw hole for staycoil brack, umbilical cable, single loose threads on lg column, zoom lever touches rc button #3 when use, rubber trim collar severe cut, hole in # 2 remote control button cover. The customer complaint was confirmed. Repairs were performed on the device which included replacement of the following components: distal end assy with tubes, light guide fiber bundle (lcb), adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, insertion tube attaching nut imp-1, segment attaching screw, staycoil collar, segment staycoil assy pb-free, rl pulley assy, ud pulley assy, pcb for ccd drive pb-free, lg cable connector assy pb-free, air/water supply tube lg, jet supply tube lg, suction channel lg, light guide cable, signal wire for ccd, conductive plate, shield pipe for ccd, laser cut filter, o-rings and seals, base plate, light guide column, zoom lever assy, remote control button, connecting receptacle(2).

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.